Event description:
The test strip vial expiration date is different than the date on the test strip vial box that is used with the blood glucose monitoring device. The expiration date on the vial is 2/2005 and the box indicates the date is 6/2001. No treatment or actions were reported based on the alleged incident. A request was made for the return of the suspect device and replacement product was sent.